Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction.

Manufacturer narrative:
Further information has confirmed that resurfacing devices were involved in this revision, not modular components as originally reported.

Event description:
Restricted range of motion and impaired function reported prior to revision.